Manufacturer narrative:
D9 - date returned to mfg.: 8-jan-2025 h3: one device was received for evaluation. Service history review indicated no previous service history. A 50 ml cassette test as per pci functional testing was performed, and upon latching the 50 ml cassette onto the pump, the unit duplicated ¿cassette not attached properly¿ alarm with a red screen. The cause of the reported issue was excessive dry fluid ingression found on downstream occlusion (dso) sensor. The dso sensor assembly was replaced to resolve the reported issue. The device then passed all functional tests upon repair.

Manufacturer narrative:
B3: date of the event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette detect error. No additional information was provided.